Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated that the buttons were not responding when being pressed. The customer could not program a bolus as a result. The customer does not recall any significant events leading to the keypad issues. The customer's blood glucose was 170 mg/dl at the time of incident. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer agreed to return the insulin pump for analysis.